Event description:
It was reported that on (B)(6) 2010, the 3.0 x 23 mm promus stent was placed in the mid left anterior descending (lad) artery. On (B)(6) 2012, the patient had an abnormal stress test. Angiography of the left coronary artery revealed the mid to proximal lad had in-stent restenosis. Distal to the stent there is a 70% stenosis. There was no tortuosity and no calcification. A 2.75 x 32 non-abbott stent was implanted distal to previously placed stent and dilatation was performed on the whole stented segment. The proximal area of the stent still appeared hazy; therefore, an additional 3.0 x 16 non-abbott sent was implanted and post-dilatation was performed. The patient had an excellent result. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information reported that the patient presented with cardiac chest pain on (B)(6) 2012. Nuclear cardiology test showed perfusion images concerning for right coronary artery territory ischemia. On (B)(6) 2012, the patient was hospitalized. Angiography found severe coronary artery disease involving the left anterior descending artery. Restenosis was confirmed in the lad, which was treated with two additional stents. The patient had an excellent result and was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch filing, new information reported that the patient presented with chest pain on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for intermittent chest pain. Abnormal stress test results were observed and catheterization was performed. Restenosis was confirmed in the lad, which was treated with an additional stent. The patient had an excellent result and was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of angina is listed in the promus everolimus eluting coronary stent system instructions for use, as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.